Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Hypotension is a known potential adverse effect noted in the instructions for use (IFU); in this case it was resolved with chest compressions and a balloon pump. Low or inaccurate deployment can be influenced by a number of factors, and the root cause could not be determined. The severe regurgitation was likely a result of the inaccurate placement. A snare was used to pull the valve to a new location and the pvl was reduced to an acceptable mild level. Conduction disturbances are known potential adverse effects associated with any cardiac or thoracic procedure (open or catheter-based) and can be resolved with medical treatment or the implant of a permanent pacemaker (with the risk-benefit ratio in favor of implant of the percutaneous aortic valve). The renal failure and paravalvular leak are known potential adverse effect per corevalve IFU. The elevated creatinine level, which indicates renal injury or failure, is a known side effect of certain blood pressure medications or reaction to fluoroscopic dyes, which in this case the hypotension was related to the acute renal failure. The moderate to severe paravalvular leak (pvl) noted five months post procedure, can be caused by a variety of factors including valve positioning, changes to patient anatomy or pre-existing medical conditions. It was also reported that eight months following implant the patient expired due to worsening of congestive heart failure. There was no indication that a malfunction or misuse contributed to the patient¿s death.

Event description:
Medtronic received information that during the deployment of this transcatheter bioprosthetic heart valve, the patient exhibited hypo tension and pulseless electrical activity requiring cardiopulmonary resuscitation (CPR)/intubation and balloon pump was placed. The patient recovered that same day. The patient stabilized and an angiogram was taken, showing the valve was too low (12+ mm into the ventricle) and there was severe regurgitation into the ventricle. A snare was used to pull up on the valve to help reposition the valve. It was pulled to 10mm below the annular plane and the final paravalvular leak (pvl) assessed by echocardiogram was mild. The balloon pump was removed before the patient left the operating room. Cardiac enzymes were elevated two days post procedure. No intervention necessary and the patient was asymptomatic. Additional information was received that seven days post implant, the patient developed left bundle branch block and complete heart block followed by bradycardia into the 40s with complex escape rhythm. Subsequently a permanent pacemaker was implanted with no adverse patient effects. Additional information was received that the patient continued to experience hypotension that was related to the acute renal failure at five months and seven months post implant. No treatment was performed at that time. Five months post procedure moderate to severe paravalvular leak (pvl) was noted. No treatment was done at that time. Eight months post implant, the patient expired, it was reported that the death (cause not specified) was valve related.

Manufacturer narrative:
Attempts to obtain additional information from the field have been requested from the field however has not been received. (B)(4).